Manufacturer narrative:
A photo investigation was completed: the complaint device was not received for investigation. An investigation was performed based on the provided image. The image was reviewed, and the complaint condition of a broken screwdriver can be confirmed. The tip of the screwdriver is broken off. The current manufacturing drawing was reviewed. There was no lot number provided, therefore the manufactured revision of the part drawing cannot be identified, and a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the expedium screwdriver tip came off in an expedium screw. The fragment was easily removed from the patient. The procedure was completed successfully with no delay and no injury to the patient. This report is for an expedium screwdriver. This is report 1 of 1 for (B)(4).